Event description:
I have been using the dexcom g6 cgm for about 2 years with no side effect. The last 3 sensors I have used have caused red, bumpy, extremely itchy rashes the exact shape of the sensor. I still have rashes from a sensor that was placed on (B)(6). I am now worried about scarring. Another thing I'm worried about is the fact that it is so itchy, I want to take my sensor off. The cgm monitors my blood sugars and this could effect my safety with low blood sugars. I have researched and found that dexcom has changed their adhesives in (B)(6) 2020, I have also found many others that have recently been having the same problem. FDA safety report ID# (B)(4).